Manufacturer narrative:
The device was evaluated and found not to be the cause of the fire.

Event description:
Received notice of a fire that occurred on a porch of a home where a pride scooter was located.

Event description:
Received notice of a fire that occurred on a porch of a home where a pride scooter was located.

Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.